Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent high blood glucose following a recent infusion set supply change. System checks reportedly indicated no insulin leakage, and subsequent troubleshooting suggested that the tubing had not been fully primed until approximately 5 units were delivered. After this was identified, the short tubing segment of the contact detach infusion set was replaced, after which insulin delivery was reported to have resumed. Reported symptoms included hyperglycemia, with a peak blood glucose of approximately 400 mg/dl over an estimated 48-hour period. No ketone testing, back-up therapy, medical intervention, or emergency care was reported. The outcomes of the event included no immediate health effects, expected functional recovery as insulin delivery resumed, and shipment of additional supplies to prevent depletion. The investigation included technical troubleshooting with guided priming, confirmation that no visible insulin leakage was present, and replacement of the short tubing component. Investigation of the case revealed an unclear root cause, with a probable contribution from incomplete tubing fill during the prior infusion set change leading to under-delivery of insulin. No confirmed device malfunction was identified, and the issue resolved following component replacement and correct priming. Based on previously established findings for similar reports, the cause was concluded to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.